Manufacturer narrative:
A zoll field service engineer (fse) visited the customer site for evaluation. The reported issue was verified. The o2 sensor was replaced to resolve the issue.

Event description:
It was reported that during use on a patient (age & gender unknown), the device experienced an o2 leakage failure. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.